Event description:
It was reported that the programmer displayed an error message indicating a loss of communication with the analyzer. The company re presentative removed and reinstalled the analyzer several times to make sure the connection was good. The analyzer was firmly tightened down in the programmer. The programmer remains in use. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).